Event description:
Clinical information: crd_1032 - sh device registry, patient site ID: (B)(6)- (B)(4). It was reported that on (B)(6) 2026, a 31mm epic plus mitral valve was implanted in the patient. On (B)(6) 2026, a 3rd degree heart block was noted in the patient and a permanent pacemaker was implanted on (B)(6) 2026.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.